Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as that the knee was a bit overly, externally, rotated. Surgeon ended up using the traditional sizer for 3 deg rotation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. No evidence was found indicating product error was a contributing factor to the reported event. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : no deviations or non-conformances were noted.